Event description:
Hunter grasper, attached to stryker endoscopy peek multifunction handle, broke while in use inside the abdomen of the patient. Unsure if any part of the instrument broke off within the patient, if so the part would be roughly 1mm or smaller. Cavity inspection was completed without any findings. Instrument was retained for inspection. Surgeon was instructed to disclose to family that the instrument broke while in use and a piece is possibly still inside the patient. The surgeon was also informed that a CT scan could be ordered at their family's discretion.